Manufacturer narrative:
Date of expiration: 10/2018. Date of manufacture: 10/2015. Based on the available information, this event is deemed a reportable malfunction. A batch record review indicate no discrepancies could be found. However, the physical sample has been received for this complaint and resulted in a discrepancy. The investigation has been approved and is complete. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested but not received to date. If additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported and depicted via photo dirt and discoloring around the balloon of the device. The product was not used, no further information was provided.